Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial (connector portion) lead was returned in one piece measuring 9.0 cm. An external abrasion due to friction to the device can breaching the optim sheath only was noted at 6.8 cm to 7.2 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.